Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the blood glucose device gave a higher than expected reading. The patient received a blood glucose result of 300 mg/dl on her performa system; based on this result the patient administered a large amount of insulin. The type and brand of insulin taken was not provided. After taking the insulin dosage the patient lost consciousness. The patient's husband tested her with an unknown brand blood glucose device and she received a result of 40 mg/dl. It was reported that the performa system was still giving erroneous results. The results taken on the performa system at this time were not provided. The husband treated the patient with an injection of glucagon, and the patient regained consciousness. The patient was not transported to the hospital.